Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 13-may-2013, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient¿s symptoms came back after their routine pump replacement procedure. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was done and there was no catheter leak, but the doctor still wanted to replace the catheter. During the procedure, the catheter was partially explanted. The spinal segment was tied off and left implanted. A newer model catheter was then placed. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.